Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold due to micro dislodgement. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead will not be returned for analysis.